Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm and no blank display noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported receiving a failed battery test alarm and stated that the battery compartment was damaged. Customer also stated that she went to change her set and the insulin pump turned off and there was no display. Customer declined troubleshooting. Insulin pump is being replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.